Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter displayed the error 5 message. The medical surveillance specialist (mss) spoke with the patient on may 13, 2009 to obtain additional information included below. The patient told the mss she was unable to obtain a meter reading for a couple of days due to the error 5 issue with multiple vials of test strips. She continued to take her usual dosage of glucophage 3 times a day. She said that since she was unable to test before she took her medication, she did not know if her blood glucose was lower than usual before taking the glucophage. She became shaky and weak on one occasion and she believed her blood glucose level was low. She drank some juice and felt better. The customer care advocate (cca) was unable to resolve the error 5 issue and replaced the patient's product. This complaint is reported because the patient alleges her lfs product displayed the error 5 message and she could not receive a blood glucose reading for a couple of days. After the alleged issue occurred, the patient claims she became shaky and weak and treated herself with juice.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.